Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 445 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and manual prime and insulin did exit. After troubleshooting, customer was advised that no delivery was caused by occlusion. Customer was advised to monitor insulin pump as insulin pump was working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.